Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician experienced difficulty with lead placement during the trial procedure on (B)(6) 2013, and as a result the procedure was abandoned. No product was implanted and no product will return to the MFR.